Manufacturer narrative:
Product ID 8840, lot#/ serial# unknown, product type programmer, physician product ID 8832, serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
It was initially reported that back in 2009 the patient felt numbness when delivering a bolus that goes up the front of the body, along with nausea. It was then reported in 2010 that one week after the refill on (B)(4) 2010, the patient had leg weakness and increased baseline pain. It was later reported on (B)(4) 2012 by the patient that "when she got her pump the first time, they had to put another in 2010 because of problems with the catheter. It was not clear by the reported information why the pump and/or the catheter were replaced or what the specific allegation was. Additional information has been requested, but was not available as of the date of this report.